Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer had problems with the insulin pump's reservoir. The customer's reservoir cap would become shaky when his seatbelt was on the insulin pump. His most recent blood glucose level was 85 mg/dl. The customer was advised to monitor his insulin pump for discrepancies. The product is not being returned. Nothing further to report.